Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). This complaint was confirmed. Visual examination of the returned product found signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, the articular surface would not assemble between mating implants. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface; p/n: 00596404012, l/n: 64066107. Knee-nexgen-tibial trays-unk; p/n: unk, l/n: unk. Report source - foreign: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04821.

Event description:
It was reported during surgery, the instrument would not assemble between mating implants. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.